Manufacturer narrative:
H3/h6 - evaluation of the returned camera 9733437 lot# p715321 found the event log showed a long history of intermittent illuminator current low dating back to oct 2023. The psu also failed an accuracy test (aak) at .651mm with a passing threshold of .350mm. Codes b01, c02, d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 9733437 (lot: p715321); product type: 2543-mnav - system h3: the system was serviced in the field and hardware parts were replaced. Codes b01, c13, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the reference and probe were not fully recognized. A different navigation was used. Medtronic navigation was aborted. The event caused a surgical delay of less than one hour. There was no impact on patient outcome.